Event description:
It was reported that a patient with a tracheostomy was turned and their tube became displaced. The lock part of the tracheostomy tube came undone, the tube started to twist and went out of place. The customer believes that the screw that holds the flange to the desired length had become loose, allowing for the tube to be displaced. The next morning the tube position was checked with a scope and it showed the tube to be misplaced and facing the tracheal wall. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Covidien reference: (B)(4). The customer previously reported a complaint about an 8perc product. Additional information has been received stating that 8perc is not the product that malfunctioned. The reported product is not sold in the united states (us). This complaint no longer meets the requirements for reportability in the us.